Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed and showed that the pump was turned on, primed, displayed error "1871" and powered down in history. During analysis, the customer's reported problem was duplicated. While running the pump, the motor did not activate and error 1871 appeared on the screen. This is a motor timeout error. When the pump was opened, the mounting issue with the optic sensor was immediately noted, this caused the motor to jam (the optic sensor was installed incorrectly). Service will replace the optic sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source was noted to be service and repair related.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "lec 1871". No patient was involved in this event. No adverse effects were reported.